Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an attempt to insert the device with easy access of vessel and guidewire placement. During introduction of dilator/catheter combination, device was unable to advance through tissue. Inserter was able to troubleshoot and removed catheter/dilator device from guidewire. Dilator and catheter were separated, and inserter was able to introduce dilator by itself over guidewire and through tissue. Dilator removed from guidewire and replaced within the catheter, tightened appropriately. Again, the dilator/catheter combination attempted to be placed over the guidewire and unable to advance through tissue. Inserter opened a new single sterile and was able to easily introduce the catheter/dilator combination over the guidewire that was in place. Inserter stated the transition up to the catheter seemed to be the issue. Inserter stated this same issue happened 2-3 months beforehand, also with another device and no complaint was received at this time. Due to patient anxiety level, the inserter was unable to troubleshoot this attempt. Another attempt was successful with a new device to a different vessel. No medical or surgical intervention was reported.